Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent surgical that utilized paragon 28 monster screw system. The tx-8 and hx6 screw driver was reported broken during surgery. This is report 1 of 2 of this incident.